Event description:
Technician alleged the bed had a high ground resistance reading. No pt impact.

Manufacturer narrative:
The technician found a loose ground contact. The technician tightened the ground contacts to resolve the issue.